Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had all the bands attached, one of the bands was broken. Some of the ligator head teeth were bent and broken. The suture thread had seven knots. The handle and the trip wire did not present any problems, and the trip wire was properly secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one band was broken, and some of the ligator head teeth were bent/damaged. This suggests that the device could not deploy the bands. It is most likely that procedural or anatomical factors encountered during procedure could have affected the overall performance of the device. Perhaps the manipulation removing the shrink wrap, testing the suction prior to procedure or during while trying to ligate could have affected the knots on the suture, leading to the inability of the device to deploy the bands, making the bands overlapped and damaged, and ligator head teeth damaged. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.